Event description:
The customer reported: "there is a looseness in the spo2 connection which disturbs the measurement. The measurement is also lost after a while." No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported: "there is a looseness in the spo2 connection which disturbs the measurement. The measurement is also lost after a while." No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The device powered on and off using battery power. A battery diagnostic was performed which revealed that the battery was unable to hold the minimum 3680 mah full charge capacity. Internal inspection observed recessed pins on the connector. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.